Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures or tears/ perforation (uterus)") and genital haemorrhage ("heavy and irregular bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple coils in left fallopian tube". The patient's past medical history included stroke, cervical cancer, thrombosis, depression and anxiety. Previously administered products included for an unreported indication: mirena iud from 2003 to 2008. Concurrent conditions included overweight. Concomitant products included trazodone since june 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 396 days before insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and uterine pain, dyspareunia ("dyspareunia,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and procedural pain ("essure coil was placed into the fallopian tube with minimal difficulty "). The patient was treated with surgery (a pelvic surgery in jun-2014 and total vaginal hysterectomy, left salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, weight increased and procedural pain outcome was unknown, the dyspareunia was resolving and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, procedural pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: complication please describe: multiple coils in left fallopian tube. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on 27-feb-2013: both fallopian tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures or tears/ perforation (uterus)") and genital haemorrhage ("heavy and irregular bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stroke and cervical cancer. Previously administered products included for an unreported indication: mirena iud from 2003 to 2008. Concurrent conditions included overweight. Concomitant products included trazodone since june 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 396 days before insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and uterine pain, dyspareunia ("dyspareunia,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and procedural pain ("essure coil was placed into the fallopian tube with minimal difficulty "). The patient was treated with surgery (a pelvic surgery in jun-2014 and total vaginal hysterectomy, left salpingectomy.). Essure was removed on 5-feb-2014. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and procedural pain outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, procedural pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: complication please describe: multiple coils in left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. On an unspecified date essure confirmation done which showed full tubal occlusion. Current weight 180 lbs. Approximate weight at the time of essure placement 170 lbs. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics, historical condition, and concomitant disease added. Essure indication, start date updated and stop date added. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), weight gain, hair loss and essure coil was placed into thefallopian tube with minimal difficulty were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures or tears/ perforation (uterus)") and genital haemorrhage ("heavy and irregular bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple coils in left fallopian tube". The patient's past medical history included stroke, cervical cancer, thrombosis nos, depression and anxiety. Previously administered products included for an unreported indication: mirena iud from 2003 to 2008. Concurrent conditions included overweight. Concomitant products included trazodone since june 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and uterine pain, dyspareunia ("dyspareunia,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and procedural pain ("essure coil was placed into the fallopian tube with minimal difficulty "). The patient was treated with surgery (a pelvic surgery in jun-2014 and total vaginal hysterectomy, left salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, weight increased and procedural pain outcome was unknown, the dyspareunia was resolving and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, procedural pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: complication please describe: multiple coils in left fallopian tube. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: both fallopian tubes are occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters, historical drug and condition, event (multiple coils in left fallopian tube) were added and events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine punctures or tears") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia,"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms, in (B)(6) 2014.). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.